Event description:
During a pfa procedure, the inner lumen of the volt catheter leaked blood at the white screw guidewire port. The procedure was completed with no adverse consequences to the patient.